Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced sample leakage. This event occurred two times. The following information was provided by the initial reporter. The customer stated: once samples are drawn, the tube spills drops that can make easier the contamination.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced sample leakage. This event occurred two times. The following information was provided by the initial reporter. The customer stated: once samples are drawn, the tube spills drops that can make easier the contamination.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced sample leakage. This event occurred two times. The following information was provided by the initial reporter. The customer stated: once samples are drawn, the tube spills drops that can make easier the contamination.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage due to stopper creepout was observed. The photos show evidence of liquid that leaked from what appears to be the cap of the tube. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of leakage due to stopper creepout based on the provided photos and retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. H3 other text : see h10.